Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, pain, rupture.

Event description:
Patient reported right side capsular contracture baker grade unknown, rupture, and severe pain. Patient additionally reported depression; this is not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Depression-ndr : not applicable as the event is not related to the device. No additional observations.

Event description:
Patient reported right side capsular contracture baker grade unknown, rupture, and severe pain. Patient additionally reported depression; this is not device related. Patient later reported right side capsular contracture, baker grade IV. Device has been explanted.

Event description:
Patient reported right side capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported, right side capsular contracture, baker grade unknown. Rupture and severe pain. Patient additionally reported, depression. This is not device related. Patient later reported, right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned.